Manufacturer narrative:
During follow up, the customer indicated that their healthcare provider recommended that pump settings be changed. Tandem technical support assisted customer with settings change. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 244 mg/dl. Customer treated elevated bgs by administering a correction bolus. System check was performed with tandem technical support and the pump performed as intended. Customer was advised that surgery may contribute to elevated bgs, as customer had recently had surgery. Recommendation was made to consult with a healthcare provider.